Event description:
Pt presented to ER on 8/21/96. Pt required dialysis and on 8/23/96 a right sided catheter was inserted. A chest x-ray, taken to verify placement of this catheter, revealed the presence of a guidewire. An investigtion revealed that an internal jugular catheter was inserted in the ER and the guidewire was most likely from this catheter. Pt was informed of this situation. The guidewire was removed on 8/23/96 in interventional radiology via the femoral vein.